Event description:
It was reported to baxter (B)(4) that a flogard infusion pump had an "undetermined malfunction." It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "undetermined malfunction" was confirmed during device evaluation as a battery low alarm. The root cause of the alarm was due to defective main batteries. The main batteries were replaced to resolve the reported condition.